Manufacturer narrative:
Initial reporter address: (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient use of the device. It was further reported that the expected therapy time was 24 hours; however, half of the original volume (about 104g) was left when the device was removed. The patient's peripherally inserted central catheter (PICC) line was unobstructed. There was no patient injury or medical intervention associated with this event. No additional information is available.